Manufacturer narrative:
Event date: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to device stopped working. No further information could be obtained despite good faith effort.